Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump and the transmitter were not in range of each other. The customers blood glucose level was reported between 47-200 mg/dl. Customer addressed low bg by consuming carbohydrates. Reportedly, the customer was able to regain connection with pump and tx after bringing tx and pump within range. Customer continued to use pump for insulin therapy.